Event description:
On the initial report, received by aso on 03/29/2022 consumer stated that the product tore the skin from the back of her legs upon removal. On completed cir received from consumer on (B)(6) 2022, she stated she sought medical attention and was advised to use saline wash and neosporin. She added that she was still in the healing process.

Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on (B)(6) 2022 consumer stated medical treatment was sought. Based on the information received, aso opted to file an MDR. As of 05/16/2022 unused returned product and retained samples of the same lot were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests with no issues noted. Refer to section of this report for further details.

Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on 04/18/2022 consumer stated medical tratment was sought. Based on the information received, aso opted to file an MDR. As of 05/16/2022 unused returned product and retained samples of the same lot were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests with no issues noted. Refer to section b.6 of this report for further details. As of 06/21/2022 retained samples were evaluated by the manufacturer with no issues found.

Event description:
On the initial report, received by aso on 03/29/2022 consumer stated that the product tore the skin from the back of her legs upon removal. On completed cir received from consumer on 04/18/2022, she stated sought medical attention and was advised to use saline wash and neosporin. She added was still in the healing process.